Event description:
It was reported that pt has become a recurrent dislocate, dr. Describes pt continues to dislocate by rolling over bed, pt came to ER again for dislocation, dr. Did series of labs before surgery to ensure pt was not infected, dr opted for surgerical intervention, removed mdm liner, adm/mdm poly head and femoral head for femur, replace poly with a constrained liner and a new femoral head, series of cultures frozen labs were done, prior to final implantation, 12000ccs of irrigation were used in case to further reduce surgical infection. Pt closed in standard fashion.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving an adm liner was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that pt has become a recurrent dislocate, dr. Describes pt continues to dislocate by rolling over bed, pt came to ER again for dislocation, dr. Did series of labs before surgery to ensure pt was not infected, dr opted for surgical intervention, removed mdm liner, adm/mdm poly head and femoral head for femur, replace poly with a constrained liner and a new femoral head, series of cultures frozen labs were done, prior to final implantation, 12000ccs of irrigation were used in case to further reduce surgical infection. Pt closed in standard fashion

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.